Manufacturer narrative:
Patient weight was not provided. Date of event is unknown. This report is for one (1) unknown 4.5 mm lcp condylar plate. Part#, lot# and UDI # is not available. Date of implant is unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown 4.5 mm lcp condylar plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during orthopedic procedure, patient was implanted with one (1) 4.5 condylar buttress plate and an unknown number of screws. Post-operative, patient experienced non-union due to the broken plate. On (B)(6) 2018, patient underwent removal of plate and screws. Patient was revised to a non-synthes retrograde nail. There was no surgical delay. Procedure was completed successfully. Concomitant device reported: screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown 4.5 mm lcp condylar plate. This is report 1 of 1 for (B)(4).